Event description:
It was identified during post operation appointment that medpor implant implanted over 5 years ago had erroded and required a revision surgery for its removal.

Manufacturer narrative:
Device not returned for evaluation as it was sent to pathology by the hospital. If additional information is received, it will be reported on a supplemental report. Device not returned.